Event description:
Customer reported erroneously low hemoglobin test results were obtained for three patient samples when using a coulter act diff analyzer. The first of the three patient results were reported out of the laboratory. The physician questioned the results. While retesting the three samples and continuing to obtain low hemoglobin test results, the customer identified that the wbc (white blood cell) bath was overflowing, creating a potential chemical and biohazard situation. The three samples were sent out to a reference laboratory and correct test results were obtained. Amended reports were issued. The customer was wearing appropriate personal protective equipment. The spill was contained within the instrument. The customer reported that there was no exposure to open wounds or mucous membranes. The customer discontinued use of the instrument until service was completed. Quality control run before the event was within specifications. There were no reports of death, serious injury, or affect to patient treatment or operator safety associated with this event.

Manufacturer narrative:
On (B)(4) 2012, a beckman coulter field service engineer (fse) evaluated the analyzer and identified a clot in the drain path of the bath. The fse removed the clot and replace drain solenoid valve 15. Repair was verified and system validated. Cause was determined to be the clot in the drain path. Product labeling was evaluated. Coulter act diff analyzer operator's guide, pn 4237495ba: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.